Event description:
This patient was undergoing coil embolization within the internal carotid artery at the junction of the posterior communicating artery aneurysm measured 5mm x 4.2mm. The physician could not detach the 3rd coil. This unit was removed and another same size orbit coil was used and the procedure was completed successfully. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.